Event description:
The customer reported the system's images are coming up on top of other images. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The problem was verified. The representative erased and rebuilt flash memory and objects directory. Performed "clean" reload of appropriate software. Reintroduced calibration data files and local network settings. System now operates as intended. This MDR is related to ge healthcare complaint number.